Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lb5g, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that there was a broken/fractured/damaged lead. The patient fell the day after implant and broke her hip. The lead was replaced and the ins was moved to the other side. There were no allegation of system use issues during the revision. The patient recovered completely. The fall was on (B)(6) 2014 and the revision occurred in (B)(6) of 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.